Manufacturer narrative:
The device was unavailable for evaluation. It was reported that a screw backed out past the locking mechanism at the bottom level of a 3 level resonate plate at c4-c7. The original surgery date was (B)(6) 2024. The back-out was discovered on 6 week follow up images, (B)(6) 2024. Images were provided by the sales rep. The screws appear to be fully seated in the intra-op image. The 6 week post-op images shows several millimeters of at least one screw being proud of the plate at the bottom level. The sales rep reported there was negligible adverse effect to the patient and there are no plans for a revision at this time. No determinations can be made for the cause of the reported issue.

Event description:
It was reported that resonate screws are backing out of the plate 6 weeks post-operatively.

Manufacturer narrative:
The device was unavailable for evaluation. It was reported that a screw backed out past the locking mechanism at the bottom level of a 3 level resonate plate at c4-c7. The original surgery date was 05/01/2024. The back-out was discovered on 6 week follow up images, on (B)(6) 2024. Images were provided by the sales rep. The screws appear to be fully seated in the intra-op image. The 6 week post-op images shows several millimeters of at least one screw being proud of the plate at the bottom level. The sales rep reported there was negligible adverse effect to the patient and there are no plans for a revision at this time. No determinations can be made for the cause of the reported issue. It was reported that a revision surgery was needed to remove two screws that backed out past the locking mechanism at the bottom level of a 3 level resonate plate at c4-c7. The original surgery date was on (B)(6) 2024. The screw back out was reported when it was first discovered on 6 week follow up images, on (B)(6) 2024. At that time there were negligible adverse effects to the patient and no plans for a revision. Sometime later the surgeon decided to revise and remove the screws. It was reported that the plate is still in the patient and the two removed screws were thrown away. The x-ray image provided showed the two screws partially backed out from the plate at the bottom level and a small piece of something next to them. A photo of a broken piece of a blocking mechanism which the surgeon removed was also provided. The patient was reported to be asymptomatic. It was also reported that the patient was not compliant in wearing a collar as the surgeon suggested and the patient has erratic instances of shaking their head back and forth, which may have contributed to the issue. The overall observed risk level would equate to a medium risk level. This evaluation determined that this failure was within expected risk; therefore, no further actions will be taken at this time. No determinations can be made for the cause of the reported. The following sections were updated in this report: b4, d4, g6, h2, h10

Event description:
It was reported that a revision surgery was needed to replace screws that backed out of a resonate plate post-operatively.